Manufacturer narrative:
H.6. Investigation: bd did not receive samples for investigation. Samples were sent by the customer and unfortunately went missing in transit. If the samples are received at a later date the record will be re-opened. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubethere was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes do not fill or fill very little when connected to the adapter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes do not fill or fill very little when connected to the adapter."